Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused difficulty breathing and shortness of breath. The patient did receive medical intervention and was hospitalized twice. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an difficulty breathing and shortness of breath related to a CPAP device's sound abatement foam became degraded and caused hospitalization the patient did receive medical intervention and was hospitalized twice. After the second attempt to have the device and components returned for evaluation, the customer stated that the device is available to return as only after receiveing replacement. The manufacturer is submitting a follow up report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this follow up report will be filed. Section h6 updated in this report.